Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 438 mg/dl with associated symptoms of drowsiness and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting my animas customer technical support revealed the patient's hyperglycemia was caused by loss of prime in the prime in the pump due to the patient not using the cartridge per the instructions for use. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy due to a training/misuse issue.